Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient went to the emergency room due to symptoms that may be related to withdrawal. Error messages were displayed on the programmer when the pump was inquired. Troubleshooting was performed but the issue persisted. The pump was filled with saline and the patient was sent home. During the follow-up appointment, the same error messages were displayed on the programmer when the pump was inquired. The pump will be scheduled for explant at a later date.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device was explanted on (B)(6) 2016. The patient was reimplanted with another flowonix pump, and is doing well. The explanted device will be returned for evaluation.

Manufacturer narrative:
The device is being evaluated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Manufacturer narrative:
Device evaluation: the device was subjected to external and internal visual inspection, as well as electrical testing. The evaluation determined that the battery was prematurely depleted past the internal threshold. The root cause of the premature depletion could not be determined. Based on the results of the investigation, the reported event was confirmed. Internal complaint number: (B)(4).